Event description:
It has been reported to philips that, flexvision monitor did not work, shown black screen. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a procedure was performed when the incident happened. The procedure was procedure was completed as planned. The philips remote service engineer (rse) analyzed the system remotely and verified that flex vision was not working and black screens. After reviewing the log file, fse found that connection with flex vision is lost. Rse suggested customer to reload the monitor control pc software, but the issue was not resolved. On (B)(6) 2023 this issue re occurred and fse reinstalled software on flex vision pc to resolve the issue. On (B)(6) 2023 this issue re occurred and fse replaced dvi matrix to resolve the issue. After replacement of the dvi matrix switch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.